Event description:
It was reported that patient experienced pain in the pump area as well as impending distal tip erosion laterally. Inflatable penile prosthesis (ipp) was explanted and replaced. Proper distal cylinder placement was achieved and pump placed away from testicle. No adverse patient effects.